Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer went to the emergency room with a blood glucose level of 263 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Multiple attempts were made to gather additional information and treatment received, however, no response was received.